Manufacturer narrative:
Although only one lot (f23121301u) was recorded in section d due to limited entry space, a total of four device lots were used during the abdominal aortic aneurysm (aaa) embolization procedure. The following impede-fx-12 device lots were used: lot f23121301u; manufactured on december 21, 2023 and expires on march 21, 2027. Lot fr25041006u; manufactured on april 18, 2025 and expires on july 18, 2028. Lot f24020501u; manufactured on february 15, 2024 and expires on may 15, 2027. Lot fr24082703u; manufactured on september 14, 2024 and expires on december 14, 2027. Since the blood loss occurred due to the procedure used to deliver the device, and multiple device lots were used in the case, the event cannot be attributed to any one specific lot and therefore all 4 are listed. Additionally, although the event appears to be due to the procedure used to deploy the device, rather than device related, a comprehensive review of the manufacturing documentation for all four lots revealed no unresolved issues, deviations, or anomalies that could be related to this event. Further, the delivery sheath and guidewire used to deliver and deploy the device are not manufactured by smm. No devices were returned for evaluation; therefore, a physical device investigation could not be performed. Additional details were obtained through follow-up communication with the initial reporter. It was confirmed that the imp-fx-12 plugs were deployed during a combined endovascular aneurysm repair (evar). During deployment of the embolization plugs into the aneurysm sac, the treating physician advanced a sheath that penetrated the aortic wall. This maneuver is believed to have caused a vascular perforation, resulting in blood loss and a drop in blood pressure.

Event description:
The imp-fx-12 device was being during the treatment of an abdominal aortic aneurysm (aaa). While deploying the device within the aneurysm sac, the patient's blood pressure began to drop. An angiogram revealed evidence of extravasation. Additional devices were deployed to control the bleeding, and subsequent imaging confirmed hemostasis within the abdominal sac. Communication between the complaint handling unit and the original reporter (smm representative) revealed that the physician suspects the aneurysm wall may have been perforated during device deployment. A sentrant sheath (not manufactured by smm) was being used to deliver the device. At the conclusion of the procedure, the patient received two units of blood. The patient was reported to be stable and awake upon completion of the procedure. Although death or permanent impairment did not occur, medical intervention was necessary to preclude further damage and therefore is being reported.